Event description:
The patient was admitted after the heartmate 3 lvad alarmed for low flow. Patient was assessed and found to have nearly no flow. The patient was started on anticoagulation with successful restoration of flow. Inr was subtherapeutic upon admission at (B)(6).